Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting water thrown on her. Customer reported that as a result, display screen went blank and insulin pump began to vibrate. Customer's blood glucose was 92 mg/dl. Customer was advised that insulin pump would need to be replaced.